Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a definitive cause for the reported patient effects of hemorrhage and pain and the relationship to the product, if any, cannot be determined. Additionally, a definitive cause for the adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series". B3: the date of procedure is estimated as (B)(6) 2022 as this is the month before the article submission date. D4: the UDI number is not known as the part and lot number were not provided in the summary data. The specific case studies mentioned in the article are captured under separate medwatch reports. Case 1: manufacturing reference number (B)(4). Case 2: manufacturing reference number (B)(4). The proglide device referenced in b5 is captured under a separate medwatch report.

Event description:
This study presents a case series of acute limb ischemia after minimally invasive cardiac surgery. Within the case series, summary data is provided that highlights the difference in complication occurrences when comparing the use of proglide devices to close the common femoral artery with and without sono [ultrasound] guidance. Several complications associated with the use of proglide were listed. Examples include device failure [failure to achieve hemostasis, back wall stitch and unknown device failures] related to acute stenosis or occlusion of the femoral artery, bleeding, thrombosis, dissection, hematoma, pseudoaneurysms. The article concluded that the use of [ultrasound] guidance can prevent / reduce complications such as acute occlusion or stenosis. Additionally, the rates of complications using the prostar and proglide devices were compared to open surgery. The use of proglide and prostar devices is associated with faster hemostasis and better outcomes with respect to bleeding, groin pain, and overall quality of life compared to open surgery. Furthermore, prostar and proglide complication rates were also compared. Proglide showed lesser bleeding complications than prostar [requiring intervention]. Specific patient information is documented as unknown for the summary data. Details are listed in the attached article, "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series".